Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: visual analysis of the returned device identified flat creases, white particles on inner surface, and one curved opening. A leak test and microscopic analysis were performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one sharp opening in the side anterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d.1., d.4., d.10., h.3., h.4., h.6.

Event description:
Healthcare professional reported right side implant deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side implant deflation. Device has been explanted.